Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume annunciated a faint tone. Reportedly, the pump had been dropped into water briefly. Customer's blood glucose level was 151 mg/dl. Upon follow-up, customer confirmed that the issue had resolved.